Manufacturer narrative:
One 7f fast-cath introducer sheath was received for evaluation. The dilator was also received. The sheath distal tip had been split and the sheath tubing had been kinked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the split sheath tip and sheath kinks is consistent with damage during use.

Event description:
During the procedure, the sheath was noted to be damaged. The sheath was replaced and the procedure was completed with no adverse patient consequences. It is unknown if an additional puncture was performed.